Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported 4 x 5 area of foot covered with integra meshed bilayer wound matrix did not adhere to wound bed and was removed on (B)(6) 2022 and replaced with a same product. The matrix was applied on (B)(6) 2022. Surface area where product did not incorporate: dorsum right foot 12x9 cm. Size of product required to reapply to surface area where product did not incorporate: 4x5 in.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The integra meshed bilayer wound matrix was not returned for evaluation as it was implanted in the patient during surgery; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a